Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, 17 devices were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server and stations were on different versions. A technical support specialist checked and confirmed that the server was on version 1.7.4 and the stations were on version 1.5. The customer acknowledged that the stations were upgrading to version 1.7 that night. The technical support specialist closed the case as the upgrade would resolve the issue.